Manufacturer narrative:
This complaint is associated with falsely depressed sodium results generated on the architect c8000, serial number (B)(6). The customer performed troubleshooting; however, the issue was not resolved. Abbott field service was dispatched and observed dripping from the high concentration waste probe. The field service engineer (fse) cleaned the waste pump drain fitting and replaced the high concentration waste tubing (rohs) and poppet valve which he determined were the likely causes for the erratic results. After part replacement, qc and precision runs were performed and found within acceptable ranges. A review of the (B)(6) service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding erratic or discrepant sodium results since the parts were replaced. Manufacturing documentation for the architect analyzer was reviewed and contains information regarding operational precautions and limitations as well as information regarding troubleshooting erratic/discrepant results. Additionally, there is sufficient information regarding the removal, replacement, and verification of the high concentration waste tubing and poppet valve. Tracking and trending was reviewed for the high concentration waste tubing and poppet valve, and no trends were identified. Tracking and trending was reviewed for the c8000 analyzer, and no systemic issues or adverse trends with discrepant results were noted. Based on the investigation, no systemic issue or deficiency was identified for the high concentration waste pump, poppet valve, or the architect c8000 analyzer.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased sodium results for patient samples tested on the architect c8000 system. No adverse impact to patient management was reported. Sid (B)(6) tested on (B)(6) 2019: initial result 121 mmol/l retested at 138 and 140 mmol/l. Sid (B)(6) tested on (B)(6) 2019: initial result 114 mmol/l retested at 137, 139 and 140 mmol/l. Sid (B)(6) tested on (B)(6) 2019: initial result 119 mmol/l retested at 132 mmol/l. The customer's normal range for sodium is 136 - 145 mmol/l.